Manufacturer narrative:
Investigation: visual inspection revealed that one end of the cable connector housing had detached in a clean break and was received separately. Based upon the visual observations, the reported complaint for "connector piece detached" was confirmed. Internal file number - (B)(4).

Event description:
The hosp reported that during preparation for an endoscopic vein harvesting procedure, the vasoview hemopro 2 cable black connector broke off. When the cable was delivered to the operating room for set up in prep for the case, upon opening the package, it was discovered that the black plastic connector (collar) was just laying in it and not attached to the cable. A replacement unit was used to complete the procedure. The hosp did not report any pt effects. The product was returned.